Event description:
Pt admitted with pe. Recovery filter (rf) was inserted and pt commenced on clexane. About two weeks later pt had a hemi-colectomy for a ca bowel, approximately three days post op the pt collapsed with another pe and was rushed to theatre for open-heart surgery. At surgery the rf was found on the tricuspid valve with a huge amount of thrombus in it and behind it. The surgeon removed the filter and what appeared to be thrombus that had filled the ivc and both iliac veins. The pt is recovering from the event in ICU.